Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle break. Block h10: visual inspection of the returned device found the handle cannula was pulled out from the finger ring portion of the handle assembly. Both dimples from the screws were visible at the proximal section of the handle cannula. Drag marks were present from the dimples towards the proximal end, indicating the cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured and both were found within specification. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during use can lead to the handle cannula pulling out from the finger ring. The drag marks observed in the handle cannula indicate that excessive force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke. A second trapezoid basket was used; however, the tip of the basket detached prematurely. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke. A second trapezoid basket was used; however, the tip of the basket detached prematurely. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.